Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05149. It was reported that balloon rupture occurred. The in-stent, severely stenosed target lesion was located in the moderately calcified vessel. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 16 atmospheres, the balloon ruptured. Subsequently, another 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation; but still the balloon ruptured upon first inflation at 15 atmospheres. The devices were completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.